Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated the trend arrows on the dexcom system were trending incorrectly. The patient indicated that the dexcom continuous glucose monitor (cgm) value was reading low and self-treated with juice. She indicated that the values continued to drop as she kept drinking juice. The patient stated that issue persisted for an hour and after a total of 2 hours, the cgm values began to increase. It was indicated that the device was working as intended and the values were within range when tested against a blood glucose meter. No symptoms or medical intervention was reported. No additional patient or event information is available.